Manufacturer narrative:
(B)(4). The ac power adapter assembly was received for evaluation. An evaluation of the device duplicated the reported issue and found ac lemo connector pin 4 is burnt. A replacement ac adapter was sent to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that the ac lemo connector on the ac adapter is damaged. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with the reported issue.